Manufacturer narrative:
Report required by FDA for eua. Eua #(B)(4). In section b5, the initial report was meant to reflect that user reported 6 false positive results. On the initial report's additional manufacturer's narrative, the reporter inadvertently made a typing error when noting relating reports i.e. C43554 instead of c4354 for test 5 of 6; 3014862188-2021-00465.

Event description:
User reported 6 false positive results. Negative follow up testing the following day. Type of tests not proivded. Report 6 of 6.

Event description:
User reported false positive result. Negative follow up testing the following day. Type of tests not provided. Report 6 of 6.

Manufacturer narrative:
Report required by FDA for eua. Eua #(B)(4). Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(6)(3014862188-2021-00469, 3014862188-2021-00468,3014862188-2021-00467, 3014862188-2021-00466, 3014862188-2021-00465, tests 1,2,3,4,5 of 6). This is a retrospective report due to challenges implementing esg.